Event description:
The following info was provided to davol by the pt's attorney: on (B)(6) 2006 - the pt underwent hernia surgery as part of the surgery a bard composix kugel mesh was placed. On (B)(6) 2009 - the pt underwent another hernia surgery. Attorney's report of pt's alleged pain, perforated colon, removal of his gall bladder, and the mesh had moved or broken free and defective mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. It has since been discovered that the associated event device was manufactured after the product redesign and is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided and the device has not been returned. We have, however contacted the pt's attorney to request add'l info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.